Event description:
It was reported that tube pln gc 16x100 10.0 plbl rd broke. The following information was provided by the initial reporter: "it was reported that as the customer was removing the stopper the glass tube broke leaving a glass piece on the stopper and caused the customer to slice their thumb. Per email: attempted to remove rubber stopper when glass broke and separated partially away from stopper leaving a portion of the broken glass still attached to the rubber stopper."

Manufacturer narrative:
Investigation summary: bd received 4 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for glass breakage with the incident lot was observed. The glass is broken in the top of the tubes, above the label. In the forming process if the glass is damaged prior or quality of the glass cane is poor, microscopic cracks can occur and thus breakage happens. Investigation was limited as all samples were broken. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that tube pln gc 16x100 10.0 plbl rd broke. The following information was provided by the initial reporter: "it was reported that as the customer was removing the stopper the glass tube broke leaving a glass piece on the stopper and caused the customer to slice their thumb. Per email: attempted to remove rubber stopper when glass broke and separated partially away from stopper leaving a portion of the broken glass still attached to the rubber stopper."